Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported customer just gave herself a bolus delivery, but her blood glucose is still rising. Customer's blood glucose is 244 mg/dl. Customer experienced no symptoms of high blood glucose. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the high pressure test the first time, but the second time the device alarmed no delivery. The cannula was not bent. Customer was advised that high blood glucose levels are often caused by site or set issues. Customer was advised to do a complete set change and monitor her blood glucose. Nothing further reported.